Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. It was stated there was liquid inside the new cartridge. It was clarified the cartridge was new out of package, and the liquid was not the lubrication that is supposed to be in cartridge. There was no allegation of an adverse event with this complaint. This complaint is being reported because the alleged malfunction could have an impact on insulin delivery.